Manufacturer narrative:
Age: patient age is estimated based on age at time of implant. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. Due to patient privacy laws the managing hospital would not communicate patient outcome information; however, based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The account reported that heartmate ii lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19nov2013. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown.